Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not loading cutter device was not confirmed. However, during evaluation, it was determined that the device was power broken. It was determined that the device had a worn out j-latch, lock cylinder, and pawls due to the device being power broken. The cause of the device being power broken was failure to follow the directions for use and running the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device would not load cutter devices. During in-house engineering evaluation, it was observed that the device was power broken. It was also observed that the device had a worn out j-latch, lock cylinder, and pawls due to the device being power broken. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.